Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of output. The device was no longer used and a new device was implanted.